Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the device was returned with both cuffs engaged. The reported foot retraction problem was confirmed based on the returned device condition. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted using a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi). Reportedly, the lever of the proglide device was deployed at a 45 degree angle to open the foot inside the artery. With the lever up, the device was gently retracted at a 45 degree angle until marking had stopped indicating the foot was in position against the anterior arterial wall. While maintaining a 45 degree angle and stabilizing the device with the left hand by holding the proximal guide, the plunger was fully depressed until the collar was touching the body of the device. The suture was retrieved by removing the plunger from the device; however, it was not clear whether a cuff miss occurred. The device was relaxed for changing to a new proglide device and when attempting to close the lever, the lever could not be closed. The proglide device was smoothly advanced a little bit and the lever was still unable to be closed. The decision was made to remove the proglide device and while pulling carefully outside of the vessel the sheath was separated at the transition to the proximal guide. Surgical intervention was performed to remove the proglide sheath and close the vessel by surgical suture. The tavi procedure was successfully completed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.